Event description:
It was reported that the tip of the instrument broke during use, but was immediately retrieved. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower shaft is broken off from the center of the pivot pin forward. The broken off portion of the shaft is missing and has not been returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse due to application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.